Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump keeps turning off at night due to battery issues without a notification. It was noted that the customer did not hear the low battery alarm one night and the insulin pump shut off leading to high blood glucose readings. Customer stated that this occurs despite using new batteries. Customer's blood glucose reading was noted to be 171 mg/dl. Device is being returned for analysis.